Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer was intermittently seeing cd19 positives in their data was due to a dirty or clogged sample line. Dirt, debris or clogs in the fluidic system will contribute to flow rate issues, especially within the sample line. The fse (field service engineer) confirmed the issue when he noticed low volume dispensing from the sit (sample injection tube), and therefore replaced the sample line with new tubing, part# 652784. The fse also flushed the line with facsclean to ensure proper flow and accuracy. No parts were requested for evaluation as tubing is not from stock inventory and the defective tubing was discarded. After the repair the instrument was tested and was performing as expected. The fse followed up on (B)(6) 2020 with the customer and they confirmed that there have been no further observations of the reported issue. Based on the investigation results, the root cause of the customer seeing intermittent cd19 positives during data acquisition of the facslyric was due to a dirty fluidics sample line. The fse confirmed the issue, replaced the part and performed a complete flush. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that false positive cd19 occur midway through acquisition and then diminish during use with a bd facslyric¿ 3l12c instrument ceivd. Treatment was partially provided based on results, however, patient impact was not reported. The following information was provided by the initial reporter: intermittent; seeing cd19 positives appear some time into acquisition when collecting data from mrd cll patient samples - the test is essentially looking for lack of cd19 positives to indicate the disease is in remission. A patient sample would either be expected to show some positives throughout the duration of the acquisition time frame or not. For positives to suddenly appear midway through acquisition and then diminish is not to be expected. These patients are normally critically ill and the detection of minimal residual disease (mrd) and the continued presence of these leukemic cells is critical to their treatment. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? The results were queried by the customer but I do not know if they were incorrect or in fact used. Any treatment provide to the patient based on the result? Yes overall treatment is based partly on these results. Was there any harm to the patient? Not known.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that false positive cd19 occur midway through acquisition and then diminish during use with a bd facslyric¿ 3l12c instrument ceivd. Treatment was partially provided based on results, however, patient impact was not reported. The following information was provided by the initial reporter: intermittent; seeing cd19 positives appear some time into acquisition when collecting data from mrd cll patient samples - the test is essentially looking for lack of cd19 positives to indicate the disease is in remission. A patient sample would either be expected to show some positives throughout the duration of the acquisition time frame or not. For positives to suddenly appear midway through acquisition and then diminish is not to be expected. These patients are normally critically ill and the detection of minimal residual disease (mrd) and the continued presence of these leukemic cells is critical to their treatment. Additionally, on 2020-07-29 the bd sales consultant provided the following additional information: ¿ were the samples analyzed on the instrument patient samples? Yes. ¿ if they were patient samples, were incorrect results obtained or used? The results were queried by the customer but I do not know if they were incorrect or in fact used. ¿ any treatment provide to the patient based on the result? Yes. Overall treatment is based partly on these results. ¿ was there any harm to the patient? Not known.